Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a failed battery test. Advised customer to store the batteries at room temperature. Customer also states that there is a button error alarm. The blood glucose reading is 170 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. All operating currents are within specification. No unexpected failed battery test alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.